Event description:
My son has a pair of prescription (B)(6) eyeglasses, model why 49-15-130. He and a friend were playing on the playground and his glasses broke on the front edge of the frame and created a sharp, knifelike edge. The frame itself broke, not at the hinge. The lens did not break. This sharp edge cut him on his eyebrow. It was about an inch and a half laceration and required eight stitches. I am reporting this because I feel it is a safety issue which could have resulted in a much more serious injury. (B)(4).